Event description:
Device report from synthes reports an event in norway as follows: it was reported that on (B)(6) 2024, the inner distal part of the inserter does not rotate when the screwdriver is turned. The set screw could not be screwed in when turned as the inner part is stationary in the screwdriver and only the outer part rotates. Surgery was not delayed. The patient status is unknown. No other information was provided at this time. This report is for one approximator fc inserter. This is report 1 of 1 for complaint . (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: additional narrative: d4, h3, h4, h6: a review of the receiving inspection (ri) for approximator fc inserter was conducted identifying that lot number nw142453 was released in one batch on may 05, 2014 with no discrepancies. Supplier: (B)(6). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. D9, h3, h6: a product investigation was completed: visual analysis of the returned sample revealed that device was worn out from the distal tip. Additionally, the spring grove is observed jammed between the tip of the device. Therefore, the allegation of unable to assemble can be confirmed due the observed condition of stripped and jammed. Additionally, the device presents an overall worn appearance consistent with constant usage for over 9 years. The observed condition was consistent as an end-of-life indicator for the device. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. A dimensional inspection was not performed due to the post-manufacturing damage. A functional test could not be performed as the mating device was not returned. The current and manufactured to drawings were reviewed. The overall complaint was confirmed as the observed condition would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.